Event description:
Rptr alleged the lancet needle that is apart of the softclix lancing kit used in finger-stick blood glucose testing seems stuck in the primed position. Upon the MFR's eval, it was determined the lancet needle protrudes out of the dial cap after firing and does not retract. The location of the alleged incident was not provided. No actions or treatment resulted. A request was made for the return of the suspect device and replacement prod was sent.